Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated foreign material on both surfaces of the atrial grommet. The returned device indicated the atrial set screw was found in the atrial connector bore. The returned device indicated foreign material on the atrial set screw which had a rounded socket and foreign material on the socket head. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician was unable to fix the atrial lead onto the cardiac resynchronization therapy defibrillator (crt-d). A replacement device was chosen and implanted. No patient complications have been reported as a result of this event.